Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was not compatable with the unit. The issue occurred during inspection for use. There were no reports of patient harm*.

Event description:
No additional information was received form the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bronchovideoscope exhibited no image and also exhibited error code e315 (non-compliant scope). A root cause could not be identified. Based on the findings and past investigation results, a plausible cause related to stress, such as component damage or degradation, electrical issues, ambient temperature problems, or maintenance issues. The most probable cause of this complaint is anticipated or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.